Manufacturer narrative:
(B)(40. Date sent: 7/9/2025. Additional information was obtained: an internal rapid response call was held on (B)(6) 2025 to include post market surveillance, customer quality, research and development, quality, marketing, sales, and the local team to discuss harmonic 1100 issues customers are experiencing. The local team communicated that the surgeons have been working with the harmonic 1100 over a year and haven¿t had any problems until recently. Prior to the harmonic 1100, they used the thunderbeat. The issues started around (B)(6) 2024. The surgeons would be using the device and then all a sudden the device would stop working and alert screens would show. The type of alerts screens experienced have been clean the instrument and replace instrument. The issues/alert screens aren¿t always consistent. They have occurred in different time frames ¿ sometimes in the first 15 minutes of a procedure and sometimes almost at the end of the procedure. The issues have been occurring during esophagectomies and sometimes colon resection.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025, d4 batch #: c9ej04. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9ej04, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a vats segmentectomie the device stopped working and on the gen showed the following alert: please test the device. We could not get it to work again. They opened a new (same) device. The procedure was delayed 5 minutes. There were no patient consequences.